Event description:
It has been reported to co that the occlusion balloon had deflated unexpectedly during the ptca procedure. The physician inserted the occlusion balloon wire into the patient saphenous vein graft 3 to 4cm beyond the lesion site and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery catheter and had difficulty deploying the stent. The stent delivery catheter moved forward and the stent came in contact with the occlusion balloon and caused the balloon deflate. The physician removed the devices from the patient and replaced them with a new devices to complete the case. The physician inserted a new occlusion balloon wire and inflated to occlude the vessel. The physician also noticed a dissection in the graft. The physician was able to place the first stent in the lesion site and placed a second stent to repair the damaged vessel. The patient is reported to be fine.